Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to pacing impedance greater than 2000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).